Event description:
Per complaint (B)(4), implant failed to integration. Patient experienced infection, fibrous tissue around the implant and inflammation.

Manufacturer narrative:
Follow-up submitted to report device evaluation.